Manufacturer narrative:
Received one used 011-c5060 admin set with clave for inspection. The male luer at the distal end of the set was broken off. Examination of the break was observed and there was plastic deformation, typical of a spiral fracture. Tooling marks were observed below the male luer. The reported complaint can be confirmed. The probable cause is due to an excessive twisting force due to the male luer being unable to be removed from the mating device. The mating device was not returned. It is unknown why the male luer became difficult to remove. A device history lot # review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
The device was received for evaluation. The investigation is pending.

Event description:
The event involved a admin set with clave¿ where it was reported that the male luer broke during infusion. Daunorubicin and an unspecified concomitant device was involved in the event. There was no bleedback reported. There was patient involvement, and no patient harm/adverse event reported. There was no delay in critical therapy. Additionally, the customer stated that the device was connected to the cvc without any other connector. After infusion, the user couldn¿t remove the device from the cvc. They tried to clamp it with a kelly and to pull it out, but it broke. The chemo drug did not come into contact with the patient or healthcare provider and no leakage occurred.